Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, after pressing the green button and started to fire the de vice, there was a strong run and the blade did not progress. The surgeon was not able to squeeze the handle and the device did not fire. They then used another reload to resolve the issue in order to complete the case. There was no patient injury.